Event description:
It was reported that this implantable lead was attempted to be implanted on the left bundle branch. The lead experienced difficulty to be positioned and exhibited loss of capture, therefore, it was decided to implant another lead instead. No adverse patient effects were reported.